Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found in sensor state was 6 (indicating normal termination). The sensor data was reviewed with no abnormalities observed in data. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. As the operating system (phone) in use with sensor is unknown, the g4 - PMA/510(k) number has been populated for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and required third party treatment of glucose injection. Customer additionally reported self-treatment of humalog and lantus, but it is unknown when this occurred in relation to the loss of consciousness. There was no report of death or permanent impairment associated with this event.